Event description:
Reported via study. It was reported that there was a device related thrombus and a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came into the emergency department with complaints of fatigue, generalized weakness, shortness of breath and loss of energy. The patient had a computed tomography angiography and a transesophageal echocardiogram (tee) procedure. The imaging showed that the patient had a pericardial effusion and that there was a device related thrombus. The patient was given levonox 100mg and xarelto 20mg in response to this event. The patient was hospitalized for two (2) days before being discharged from the hospital. No other complications were reported to have occurred.

Manufacturer narrative:
H6 impact codes: medication required f2303 & imaging required f2203 added.

Event description:
It was reported that there was a device related thrombus and a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came into the emergency department with complaints of fatigue, generalized weakness, shortness of breath and loss of energy. The patient had a computed tomography angiography and a transesophageal echocardiogram (tee) procedure. The imaging showed that the patient had a pericardial effusion and that there was a device related thrombus. The patient was given levonox 100mg and xarelto 20mg in response to this event. The patient was hospitalized for two (2) days before being discharged from the hospital. No other complications were reported to have occurred.